Event description:
It was reported that a balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmosphere within 10 seconds. It was reported that the rupture occurred unnaturally because it was neither due to high pressure nor prolonged. The procedure was completed with a different device. There were no patient complications reported post procedure.